Manufacturer narrative:
Correct implant date (B)(6) 2014. If action reported to FDA under 21 usc 360i(f), list correction/removal reporting number.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector and displaced o-ring gasket on power port 1 of the controller. An internal inspection of the controller did not reveal foreign material. This issue is currently being investigated. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; is still investigating this issue.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a medical personnel that during update fsca (B)(6) and visual inspection: loose the power connector (port 1) at the controller by slipping out of the sealing ring (between connector and housing) was noted. The controller was replaced from hospital stock and the exchange was tolerated by the patient well and he was doing fine the whole time.